Event description:
The manufacturer received information alleging a ventilator failed an active exhalation verification test step during testing. There was no harm or injury reported. The manufacturer's field service engineer evaluated the device onsite and confirmed the test failure. The device's three-way solenoid valve and proportional valve were replaced to address the issue.